Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, visible dry fluid debris that was a mix of dust and corrosion inside pump air tubing was observed. The repair center technician indicated that the most likely cause of the visible dry fluid debris that was a mix of dust was not established and corrosion inside pump air tubing was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the visible dry fluid debris that was a mix of dust was not established and corrosion inside pump air tubing was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.